Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing. The customer reported a blood glucose (bg) level of 400 (mg/dl). Manual injections were delivered to address bg levels. During troubleshooting with tandem technical support, the customer was guided through the load process with a new cartridge and infusion set. Insulin was then observed exiting the tubing and the customer resumed insulin delivery.